Event description:
Patient came in for his activation appointment yesterday afternoon and informed us that he had a slight infection in his breathing sensor incision. Patient said he saw the nurse practitioner for his post-op visit who put him on antibiotics for several weeks which resolved the infection.